Event description:
It was reported during remote follow up that the right ventricular lead exhibited high capture thresholds as well as high pacing and defibrillation impedance. Imaging did not reveal any physical abnormalities. The lead will continue to be monitored. The patient was stable and asymptomatic.